Event description:
It was reported that intra-op, the nim pi box was not connecting to the console in wireless and wired mode. There was no patient impact.

Manufacturer narrative:
H4: 2023-10-05 h6: the codes fdm b21, fdr c21, fdc d16 and img g02005are applicable for nim patient interface. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: unknown, ubd: , UDI#: unknown h6: initially submitted codes fdm b17, fdr c20, fdc d16 and imgg02030 are applicable for nim console. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device analysis found that the software was misaligned. Received with software rev: 1.7.5 installed, patient interface failure was due to software install failure. H6: initially submitted codes fdm b21, fdr c21 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the code fdc d16 for nim patient interface is no longer applicable, fdc d02 is applicable. H6: the code fdc d16 for nim console is no longer applicable, fdc d20 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.